Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened dome switch. The insulin pump had minor scratches on the display window, a cracked case at the display window corner and a missing end cap sticker.

Event description:
The customer's parent called and reported a button on the insulin pump was extremely sensitive, being activated with slight touching. No events leading to the issue were recalled. The customer's blood glucose was 19 mmol/l, which was treated with an insulin pen. It was advised the insulin pump would be replaced.